Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that during thrombectomy procedure for basilar artery, the patient's vessel was perforated. The event is not related to the subject retriever. No further information is available.

Event description:
It was reported that during thrombectomy procedure for basilar artery, the patient's vessel was perforated. The event is not related to the subject retriever. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned. Therefore, visual and functional analysis were not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that vessel perforation occurred during the procedure, but was unrelated to the subject device. The reported 'patient vessel dissection' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of 'anticipated procedural complication' will be assigned to this event.